Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. System check was performed by tandem technical support, and no issues were identified. The customer changed supplies and resumed insulin to resolve the issue. Customer continued to use current pump for insulin delivery.